Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 4000 mcg/ml baclofen at a dose of 1390.7 mcg/day and 28 mg/ml morphine at a dose of 9.735 mg/day via an implantable pump for intractable spasticity. It was reported that the patient had their pump refilled on (B)(6) 2016. Following the refill, the patient slowly declined in the nursing home. The patient ended up in the emergency department (ed) and was now in the intensive care unit (ICU). The patient was not septic. The patient was ¿showing signs of getting too much narcotics¿. The hcp reported the patient had increasing lethargy, increasing respiratory distress, dropping blood pressure, and hypotensive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.